Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure to capture; impedance issue; sensing issue.

Event description:
It was reported that the atrial lead exhibited a fracture, an insulation breach, loss of capture, sensing issues and variable impedance measurements. Due to the patient's health, the pulse generator was programmed to vvir.